Event description:
Information was received from a patient with an implantable pump for non-malignant pain. It was reported that it could take up to 15 minutes to get a Bolus. The agent walked patient through clearing the data in the handset and closing the application after each bolus. The troubleshooting steps that were taken on the call resolved the issue.

Manufacturer narrative:
B3: Event date is asked/unknown. Continuation of D10: Product ID: A820, Serial# UNKNOWN, Product Type: SOFTWARE. Product ID: HH90T01, Serial# (b)(6), Product Type: Mobile Platform. Medtronic submits this report to comply with FDA regulations 21 CFR Parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, Medtronic, or its employees that the device, Medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.